Manufacturer narrative:
Additional information: h4, h6, and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. When the nurse attempted to administer an unspecified medicated solution, the tubing snapped ¿at the end near the connector of the IV¿. As a result, the nurse was unable to infuse the medication, and the patient's blood pressure ¿decreased dramatically¿. No further information was available at the time of this report.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.